Event description:
The customer reported that the insulin pump was submerged in the pool and water underneath the display was observed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a moisture damage on the electronic assembly.